Manufacturer narrative:
H3: product analysis: evaluation determined that the continues to run test could not be conducted due to another device malfunction. The likely cause was identified as distal bearing detachment. It was also noted that the distal hole is deformed, the laser markings and color band are faded. B3: date of event notification: 09-feb-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the craniotome saw did not go to the stop. There was no patient impact.